Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys estradiol iii assay result for one patient sample from the cobas e411 analyzer. The initial result was 56.80 pg/ml and was reported outside of the laboratory. The physician complained the result was too low because the patient was being treated with "activated drug". Therefore, the estradiol result should have been high. The sample was recentrifuged and the repeat result was >3000 pg/ml with a data flag. The third repeat result was >3000 pg/ml with a data flag. The sample was then tested with a 1:20 dilution and the result was 4575 pg/ml. This result was reported to the physician. There was no allegation of an adverse event. The reagent lot number was 31981603 with an expiration date of 31-mar-2019. The investigation was unable to find a definitive root cause. A reagent issue was not found as calibration and qc were acceptable and all testing was performed with the same reagent pack. Based on the acceptable analyzer performance testing and the analyzer alarm trace, an instrument issue was not suspected.